Event description:
Additional information was received. It was reported that the pump was replaced in (B)(6) 2010, but since (B)(6) 2012, her pain had not been under control and she started having symptoms.

Manufacturer narrative:
Additional information indicated that the implant actually took place in (B)(6) 2010, not in (B)(6) 2012 as previously reported. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies with performance. There were no past motor stalls or recoveries noted in the pump logs. Dispense accuracy testing and infusion testing both passed. Final analysis of the catheter found a user-related hole and that the catheter had been incorrectly assembled or sutured. The pin connector and clear strain relief shroud had separated from the catheter body and had red/brown residue on them. The clear strain relief shroud protects the connector pin and catheter connection and is not considered water tight, so fluid can seep into the strain relief. A leak in the catheter was found on the proximal end of the distal spinal catheter segment. It was also noted that a suture was tied on the proximal end of the distal spinal segment. (B)(4).

Event description:
It was reported that the patient would very often have symptoms of overdosing. It was noted that the patient was allergic to contrast, so it couldn¿t be used. X-rays were taken and the physician was happy with the placement of the catheter, but the catheter seemed rusted at the connection. The physician wanted to replace the whole system because the patient had been suffering since the prior year¿s october. At the time of report, there was no patient injury. About three weeks later, it was reported that the patient¿s symptoms were nausea, vomiting, and bad headaches. It was stated that, because the patient was allergic to the contrast medium, the physician didn¿t want to risk doing a dye study. In addition, it was indicated that the pump was implanted in (B)(6) 2012; however, based on that date, the pump would have been implanted after the expiration date. After the replacement, the patient was started at the minimum dosage and was increased weekly by 10%. She was doing fine, but was still in a lot of pain. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8709, product type: catheter. Product ID: 8781, product type: catheter.

Manufacturer narrative:
Date of implant: date is an estimate; only the month and year of the implant were provided. Concomitant product: product ID 8709, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.